Event description:
During a routine device exchange, it was observed that the parylene coating was coming off of the device. The device was successfully exchanged. The patient was stable with no consequences.